Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "mobile-bearing total knee arthroplasty implants combined with surface cementation produced satisfactory clinical and radiographic outcomes at the 5-year follow-up" written by yoshinori ishii, hideo noguchi, junko sato, hana ishii, ryo ishii, and shin-ichi toyabe published by knee surgery, sports traumatology, arthroscopy (2019) published online 23 april 2019 was reviewed. The article's purpose was to investigate whether the index combinations show satisfactory clinical outcomes after mobile-bearing tka using posterior cruciate ligament (pcl)-retaining meniscal-bearing (mb) and pcl-substituting rotating-platform (rp) tka designed using different anteroposterior constraints. Data was compiled from 127 patients (127 knees) with mb design and 122 patients (122 knees) with rp design who underwent tka from january 2004 to december 2013. All patients received depuy lcs mobile bearing total knee system. Cement manufacturer is unknown and patella resurfacing was not performed. Depuy products: lcs knee system. Adverse events: radiographic detection post 5 years implantation of subsidence (no treatment or intervention as no consequence to patient).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.